Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomalies noted during testing. The correct test bg value was sent from glucose meter and received by device under test; device communicated properly with blood glucose meter. No under delivery anomalies or auto mode anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 113 mg/dl. The device failed the audio test during the call. The device will be returned for analysis.